Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the pump black box confirmed (B)(4) alarm (motor error) occurred. During investigation, the pump rewind, load and prime steps were performed successfully and the pump was exercised for 24 hours with no alarms occurring. The complaint of the (B)(4) call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, the battery compartment was observed to be cracked. There was corrosion in the battery compartment and traces of corrosion at the motor connector inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.